Manufacturer narrative:
Device received with no button response at express bolus, esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test, displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to no button response. No button error alarm during testing. However, keypad flattened button dome switch was found on act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 50 mg/dl and other blood glucose was 46 mg/dl. The customer was treated with food. The customer stated buttons were not responding. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the drive support cap was normal. The customer reported that they did not believe insulin pump was over-delivering. The customer recalls insulin dripping from end of set before connecting at their site. The insulin pump will be returned for analysis.